Manufacturer narrative:
(B)(4). The device was returned for evaluation. Stent dislodgement and stent damage were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, mid left anterior descending (lad) artery, post dilatation with a 2.0 x 12 mm trek balloon dilatation catheter (bdc) a 2.75 x 23 xience stent delivery system (sds) was attempted, but could not cross the lesion. The device was removed without issue; a 2.5 x 12 mm trek was used for additional predilatation. A 2.75 x 18 mm xience sds was attempted, but also could not cross the lesion. A 2.75 x 12 mm xience sds was attempted to advance and cross, however, during removal the stent strut became mangled and the stent shifted proximal on the balloon and shaft. The device was removed without incident. Additional predilatation using a 2.5 x 15 nc trek was performed and a 2.75 x 12 xience sds and a 2.25 x 18 mm xience sds were attempted, but neither could cross the lesion. Eventually, a xience v sds was used successfully in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.